Manufacturer narrative:
Block h6: device code a050501 is being used to capture the reportable event of band failed to deploy device code a150103is being used to capture the reportable event of band prematurely deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported that the first and second bands failed to deploy, then the 3rd band was deployed, skipping over the first two bands. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.